Event description:
Needle breakage: customer stated while closing the neck, a needle broke at the tip. An x-ray was taken and the needle tip was not found. The surgeon felt there would be no consequence to the pt with the needle tip still in the pt. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.